Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, moderately calcified left anterior descending coronary artery. A perforation occurred while using a non-abbott rotational atherectomy device. To treat the perforation, a 2.8x16mm graftmaster stent system was attempted to be advanced. The graftmaster failed to cross due to the calcification, and the device was removed without resistance. A non-abbott balloon was used to achieve hemostasis and complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.